Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: interference will occur in the image. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head the lock of adapter was rusted and corroded. The issue occurred in preparation for a diagnostic inspection procedure. The event procedure was completed with a similar device. There were no reports of patient harm.

Event description:
It was reported the camera head the lock of adapter was rusted and corroded. The issue occurred in preparation for a diagnostic inspection procedure. The event procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1 facility address- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.